Manufacturer narrative:
(B)(4). Evaluation results: endoleak; small and calcified iliac arteries. Conclusions: small and calcified iliac arteries.

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The aortic bifurcation was very tight measuring 12 mm. The right common iliac measured 6 mm; and the left measured 8 - 9 mm. The external iliacs were 5 mm in diameter on the right and 5.5 mm in diameter on the left. The neck was 2 cm long and 20 mm in diameter. Because of the small and calcified iliac arteries the plan was to make an aui system using a talent iliac distally and an endurant cuff proximally. The pt's vessels could not accommodate anything greater than 18 fr. First the talent iliac limb was implanted distally from the level of the left hypogastric artery to 2 cm below the renals. An endurant cuff was implanted at the level of the renal arteries. At the end of the case there was a type IV endoleak that the physician thinks will seal and decided to not further intervene. A fem-fem bypass was performed and an amplatz plug was used to seal the right side. No additional clinical sequelae were reported, and the pt is fine.